Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is compact plus system. Medwatch with identifier (B)(6) is mobile system. Strips not available for return.

Event description:
Caller reported blood glucose results of above 6.1 mmol/l on compact plus system, 14.7 mmol/l on mobile system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is compact plus system. Medwatch with identifier (B)(6) is mobile system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.